Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-feb-2026. Investigation summary bd received 10 samples and 1 photo for investigation. Upon evaluation, the photo does not show the reported defect of overfill. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, the 10 samples and 100 retained samples were visually inspected with no issues identified. Functional tests were performed on the 10 customer samples as well as 10 retained samples and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 10 tubes overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Upon evaluation, the photo does not show the reported defect of overfill. Additionally, 100 retained samples were visually inspected with no issues identified. Functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 10 tubes overfilled. There was no health impact or consequences reported.